Event description:
It was reported that on (B)(6), 2009, the patient was experiencing the inability to perform motor skills in his left hand, severe headache and a seizure-like occurrence in his neck. The surgeon recommended immediate surgery, consisting of a fusion cervical spine at c3-c4 and c5-c6. The surgeon informed the patient that this would take care of the pain he was experiencing and stop the deterioration of motor skills in his left hand. On (B)(6), 2009, the surgeon performed surgery consisting of a fusion of the cervical spine and rhbmp-2/acs was implanted. The patient informed the surgeon that he was still experiencing pain following surgery and that now the pain radiated down from his shoulders into his back. There was also no decrease in the deterioration of motor skills. On (B)(6), 2009, the surgeon performed a fusion of the cervical spine at the c1-c2 and rhbmp-2/acs was also implanted. The patient followed up with the surgeon several times after the second surgery and consistently complained of increased pain and complete numbness. The patient began having sleep issues following the second surgery due to his throat and airway becoming completely occluded while asleep.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Medtronic, inc.